Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but intermittent temperature alarms occurred. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. In addition, it was reported that an occlusion alarm occurred. The customer was unable to troubleshoot for this issue. Customer's blood glucose level was 224 mg/dl.